Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time.most likely underlying root cause: mlc-62-user had poor technique. (B)(4).

Event description:
Consumer reported complaint for lo control test results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed . The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer states his meters are not working properly. Customer requesting a control test and states the meter was showing a different result. When I went through memory of meter customer states it shows m--- in the memory, customer states we have sent him 4 meters already. Customer did allow me to attempt control test with him. Customer states lo result, but not recorded in the meter. Customer states he is problematic and began laughing sarcastically and requested a vial of test strips for wasted strips. Customer requested that his meter be overnighted to him. Customer was very demanding.